Event description:
It was reported that (8) display boards will be replaced. The biomed stated led segments were dim. There was no patient involvement confirmed by customer.

Manufacturer narrative:
Investigation conclusion: the reported issue of dim segments was confirmed on 8 out of 8 returned display boards. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. Device inspection: physical inspection noted each board was performed and no damage, corrosion, or cold solder was observed. Root cause analysis: the exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials device history review: review of the s/n (B)(6) service history record showed the device had a manufacture date of 17oct2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 25nov2020 and indicated that this device has been previously returned two times for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only display boards were provided for the investigation.

Manufacturer narrative:
Td requested however not provided. No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that (8) display boards will be replaced. The biomed stated led segments were dim. There was no patient involvement confirmed by customer.